Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision procedure due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported, that a revision surgery of a hip stem was performed due to breakage.

Manufacturer narrative:
Additional information was received and is filed in this report. Other additional information such as device identification and product availability was requested again and is currently not available. As soon as supplemental information and/or investigation results becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The product has been returned and investigation was performed. It is now known that this product is not marketed in USA. No similar devices are marketed in USA. Therefore, please invalidate this report from your system, as a medwatch form is not required anymore for this product . Zimmer biomet¿s reference number of this file is (B)(4).